Manufacturer narrative:
Manufacturer's investigation conclusion: the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the device operated as expected and the patient was not elevated on the transplant list due to any device or therapy related issues.

Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.